Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective blower. Correction: blower replaced.